Event description:
An endeavor spring rx drug-eluting coronary stent system, length 24mm, diameter 2.5mm, was used to treat a lesion with 80% stenosis in a saphenous vein graft to a patient's first obtuse marginal. It was reported that the balloon "was sticking" upon removal. A voyager ptca balloon catheter, 2.5mm diameter, 12mm length was used to pre-dilate the lesion. It was inflated to 14 atms for 60 seconds. The endeavor spring rx drug-eluting coronary stent system, length 24mm, diameter 2.5mm, was deployed at 10 atms for 60 seconds. The physician reported, balloon removal difficulties and it was reported that it released when manipulated slightly. The patient was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
(B)(4). Evaluation: results - (procedural related).